Event description:
It was reported that there was oversensing on both the right atrial (ra) and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).